Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the customer for this issue. The philips rse informed the customer to assess the device by using a service unit flow sensor cable to verify the issue on the device. The philips rse sent the service unit flow sensor cable to the customer for them to assess the issue on the device. There were no part(s) replaced, or repairs made to the device by philips at this time. The investigation is still ongoing at this time. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition had occurred on trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the customer for this issue. The philips rse informed the customer to assess the device by using a service unit flow sensor cable to verify the issue on the device. The philips rse sent the service unit flow sensor cable to the customer for them to assess the issue on the device. The philips rse determined the flow sensor cable and fio2 sensor assembly were sent to customer site for them to make repairs to the device.